Manufacturer narrative:
The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter experienced an issue with the display of the accu chek inform ii meter that could affect the interpretation of results. The customer stated that there was a black line in the center of the screen. The customer reset the meter and the issue continued. The customer stated that due to the position of the line the results could be misinterpreted. The customer stated that the meter had not been dropped and not exposed to extreme temperature, humidity, or moisture. There was no allegation of an adverse event. There has been no misinterpretation of results.